Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for multiple samples from one patient from (B)(6) 2017 from a cobas 8000 e 602 module. The serial number was requested but was not provided. The samples were repeated on a beckman coulter stratec analyzer (ria automation) . Of the data provided, only the results for elecsys tsh assay, elecsys ft4 assay, and elecsys ft3 were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. All of the results were reported to the physician. There was no allegation of an adverse event. Sample from the patient was submitted for investigation.

Manufacturer narrative:
Testing during the investigation found an interfering factor to a component of the reagent present in the sample, which caused the low ft3 and ft4 results. This interference is documented in product labeling for the assay. No product problem was found.